Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was damaged with stent struts lifted, stretched and bunched in a proximal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-11479 and 2134265-2017-12283. Reportable based on device analysis completed on 02-dec-2017. It was reported that crossing difficulties were encountered. The first target lesion was located in the proximal to mid right coronary artery (rca). After a guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x15 mm non-bsc balloon catheter and a 3.0x12 mm synergy stent was implanted. A second, 90% stenosed, target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 2.0x15 mm non-bsc balloon catheter was advanced for pre-dilation in the mid lad and a 2.75 x 20 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. A new 2.75 x 20 mm synergy¿ stent was advanced but failed to cross the lesion and it was noted that the shaft part was broken. Another 2.50 x 20 mm synergy¿ stent was advanced but also failed to cross the lesion. The procedure was completed using a new guidezilla guide extension catheter and a new 2.5x20 mm synergy stent. No patient complications were reported and the patient's status was stable and good. However, returned device analysis revealed distal stent damage.